Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm which occurred during an attempted performance verification test (pvt). The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. Following service of the device, the field service engineer (fse) attempted to complete the pvt and the device produced the backup alarm failed alarm. The fse advised the customer with part replacements which included the central processing unit (cpu) printed circuit board assembly (pcba), motor controller (mc) pcba, and power management (pm) pcba. This investigation is ongoing.

Manufacturer narrative:
H11: in a good faith effort (gfe) response from the field service engineer (fse) received on 10jun2025, it was confirmed by the fse that the initial occurrence of the backup alarm failed alarm was during the device's power-on self-test (post). This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, this complaint is no longer reportable.